Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The intuitive surgical, inc. (Isi) endoluminal sales representative (esr) was in attendance and reported that something unspecified happened with anesthesia. The patient started to cough and the reportedly catheter moved. Afterwards, the pneumothorax was identified. A chest tube was placed and an x-ray was obtained. The patient was admitted to the hospital. The following information is unknown: the cause of the pneumothorax, the procedure outcome, and the patient's current status. Multiple attempts were made to contact the reporter; however, no response was received.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, an ion product is not expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.